Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was reported that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that during implant attempt, a possible insulation breach was noted proximal to the anode. The lead was not implanted. No patient complications have been reported as a result of this event.